Manufacturer narrative:
(B)(4). Event is still under investigation.

Event description:
An (B)(6) female patient underwent aaa repair by right femoral approach. The patient was suitable for endovascular repair; saccular aneurysm of the abdominal aorta, no tortuosity, enough length of proximal and distal neck. Both cia is short, however, it was secured 30 mm for both sides. After placing the mainbody (tffb-22-96-zt) and iliac legs, proximal type I endoleak was confirmed by angiography (1820334-2015-00210). The physician planned to add the extension (esbe-26-39) in the proximal neck of the main body, and when he attempted to advance the extension from right, he felt resistance. Therefore, he removed the device from the patient's body and observed the endosporium between the dilator tip and sheath. He determined not to attempt the device from right side because of the risk and advanced the device from left this time; however, he felt resistance again.

Manufacturer narrative:
Event evaluation: this product line has addressed all design control requirements and shown the device has met the predetermined requirements and that those requirements meet the needs of the user. Each zenith device is shipped with instructions for use (IFU) listing the indications for use, contraindications, warnings and precautions and the correct deployment procedure specific to this case, the IFU states: "do not continue advancing any portion of the delivery system if resistance is felt during advancement of the wire guide or delivery system stop and assess the cause of resistance, vessel, catheter, or graft damage may occur. Exercise particular care in areas of stenosis, intravascular thrombosis or in calcified or tortuous vessels." Quality engineering risk assessment was used to assess the risk in this case. The risk remains at an acceptable level with the inclusion of this event and the event was trended as moderate harm to the patient. The failure mode assigned to this case is dissection/perforation of vessel by report during insertion of a main body extension, difficulty was encountered both advancing in both the left and right iliac arteries. It was reported that the intima of the right internal iliac artery was damaged and a dissection occurred in the left internal iliac artery. It was determined that both of these issues were part of the same event that led to the damage of both vessels. As a result, an additional minimally invasive procedure was completed in the right iliac minimal information was provided regarding the patients anatomy. No imaging nor the device were returned to assist with this investigation. The device IFU warns against advancing a device when resistance is felt. The event was trended as moderate harm to the patient, however, based on the provided information, a definitive root cause cannot be determined or reported at this time. However, due to the history of this failure mode it is possible that the patients pre-existing anatomical conditions may have contributed to this event. We will continue to monitor for similar complaints and notify the appropriate internal personnel.

Event description:
After placing the mainbody (tffb-22-96-zt) and iliac legs, proximal type I endoleak was confirmed by angiography(1820334-2015-00210). The physician planned to add the extension (esbe-26-39) in the proximal neck of the main body, and when he attempted to advance the extension from right, he felt resistance. Therefore, he removed the device from the patient's body and observed the endosporium between the dilator tip and sheath. He determined not to attempt the device from right side because of the risk and advanced the device from left this time, however, he felt resistance again.